Event description:
The surgeon was using the wire cutter to cut a c-wire that was implanted in the patient's wrist. Pieces of the wire cutter broke off into the patient's wrist. The wrist was irrigated by the surgeon. Pieces of metal can be seen on the x-rays taken during the case.